Event description:
Customer reported his sensor readings have been inaccurate, causing his insulin pump to go into threshold suspend modes. His device would go into threshold suspend mode, but when customer checked his blood glucose it would be around 155 mg/dl. Customer also mentioned the sensors do not stick very well. Customer was advised of proper sensor insertion and calibration methods. He was told to monitor the issue and call back if needed. Customer's current blood glucose was unk. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.